Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed the stay safe mount was broken. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak, go no go gauge, and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading and air detected in cassette alarms. The patient discontinued treatment during fill 4 of 5. A review of the patient¿s treatment records identified that the patient drained 5666 ml during drain 1 of the treatment. This drain volume is 315% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the reported event and that the patient did not complete treatment. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient contact stated that the patient has received their new cycler. The patient contact believes the patient has elevated fiber which caused the alarms and has been taking heparin. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading and air detected in cassette alarms. The patient discontinued treatment during fill 4 of 5. A review of the patient¿s treatment records identified that the patient drained 5666 ml during drain 1 of the treatment. This drain volume is 315% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the reported event and that the patient did not complete treatment. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient contact stated that the patient has received their new cycler. The patient contact believes the patient has elevated fiber which caused the alarms and has been taking heparin. The old cycler is available to be returned to the manufacturer for physical evaluation.